Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue (link detachment) was observed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced, are being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the calcified right common femoral artery with three proglide devices using the perclose technique. The arteriotomy was 6f. Reportedly, cuff misses occurred with the three proglide devices. The sheath was upsized to 18f. When the aaa procedure was completed a cut-down procedure was performed and hemostasis was surgically achieved. Hemostasis was achieved in the left common femoral artery (lcfa) with two successfully pre-placed proglide sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the perclose technique. No additional information was provided.